Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the nurse from the facility spoke with ms&s attempting to identify a broken catheter. The physician charted that he placed a 6 fr hickman catheter, with no product information. The catheter is broken near the hub and needs to be repaired. Ms&s identified via attached photo that the catheter is a single lumen broviac. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break was confirmed but the exact cause is unknown. Two photo samples of a broviac catheter were returned for evaluation. An initial visual observation of the photo showed the device in use by a patient. A break in the catheter is visible near the hub. The break appeared to have an ¿s¿ shape. Based on the description of the reported event and photo samples provided, possible contributing factors include over-pressurization, sharp instrument damage and clamp damage. The photo samples provided allow for the confirmation of a break but the root cause cannot be determined; therefore, the complaint is confirmed, cause unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the nurse from the facility spoke with ms&s attempting to identify a broken catheter. The physician charted that he placed a 6 fr hickman catheter, with no product information. The catheter is broken near the hub and needs to be repaired. Ms&s identified via attached photo that the catheter is a single lumen broviac. No patient injury reported.